Event description:
During preparation for use of the device for an endoscopic vein harvesting procedure, the user reported the endoscope was blurry. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.